Manufacturer narrative:
This ipg serial number was included in a field advisory and in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #1627487-2012-12135. It was reported the pt feels a burning sensation during recharging. It was also reported the pt must recharge more often. The sjm tm plans to meet with the pt to check the program settings and review the recommendations to reduce heating during charging. On (B)(6) 2012, st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.